Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of hypersensitivity/allergic reaction is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and hypersensitivity/allergic reaction.

Event description:
Patient reported "rupture" and "skin allergies for a couple of years". Later healthcare professional reported "rupture". This record is for the left side. The device was explanted.